Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood from the septum after the needle was removed from the patient. The following information was provided by the initial reporter: "description of event: IV started in patient¿s right ac. When needle was removed, the hub where the needle is removed from started to leak blood."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood from the septum after the needle was removed from the patient. The following information was provided by the initial reporter: "description of event: IV started in patient¿s right ac. When needle was removed, the hub where the needle is removed from started to leak blood."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.